Manufacturer narrative:
(B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an excessive no delivery alarm and an unexpected restart on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer got a lost sensor error after setting up the date nd time on the pump. Customer stated that a temp basal was not date and time on the pump. Customer stated that a temp basal was not programmed before the alarm occurred. Customer also stated that the pump was stored or not in use for an extended period of time. Customer was advised to monitor the pump. No additional information provided.